Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labour') and pregnancy with contraceptive device ('birth ¿ complication/ pregnancy (with complications)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included panic attacks, shaky feelings and tense. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("other injuries/symptoms: fatigue"), alopecia (" hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced the first episode of nausea ("nausea"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and the second episode of nausea (" nausea"). Essure treatment was not changed. At the time of the report, the premature labour, pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, the last episode of nausea, fatigue, alopecia, vaginal haemorrhage, tooth disorder, allergy to metals, cystitis, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature labour, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: (dysmenorrhea (cramping), pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse): received treatment for pain? Yes. (Bladder problems, urinary problems) : received treatment for bladder/urinary problems? Yes. Other injuries/symptoms: (nausea, dental problems, fatigue, hair loss), received treatment for other injuries/symptoms? Yes. Did you experience any complications of your unintended pregnancy or delivery? Yes, pre-term labor and treatment (if any) you received for the complications: placed on bed rest 6 weeks to due date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received : new events, "abnormal bleeding (vaginal), nausea, dental problems, nickel allergy, infection (bladder/ urinary tract/vaginal),pre-term labour" were added. New reporter contact information was added. Patient's demographics were added. Medical history was added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.